Event description:
The customer reported that while cauterizing a vessel, the pencil shot flames. There was no injury to pt or staff. Procedure: medi-port lf subclavian. Generator settings were cut 40/coag 40.

Manufacturer narrative:
(B)(4). Eval of the returned sample found it to function normally and within specs. No conditions were identified that would have caused or contributed to the reported event.